Manufacturer narrative:
The t:slim user guide states that the user must have adequate vision and/or hearing in order to recognize your system alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was between 90-low 100's mg/dl. Due to poor eyesight, the customer declined tandem technical support's offer to troubleshoot. The customer's son would troubleshoot when he arrived home.